Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After hitting his head on a goal post while playing football, the user reported hearing loss on his left-sided implant. The user was scheduled for re-implantation on (B)(6) 2024 but was then re-implanted on (B)(6) 2024.

Event description:
After hitting his head on a goal post while playing football, the user reported hearing loss on his left-sided implant. The user was reimplanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.